Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on objective lens, the screen turned black with no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited no image. The event occurred during a bronchoscopy procedure. It was completed with an olympus back-up device. There were no reports of patient harm.